Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error after exposure to moisture. The customer¿s blood glucose was 157 mg/dl at the time of incident. Customer stated that the insulin pump had a critical pump error displayed on the screen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with critical pump error due to moisture damage on electronic assembly. Device was received with corroded battery tube.